Event description:
Caller reported a cgm error associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on performing a full pump reset, and the caller was guided through this process. The caller was also advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.